Manufacturer narrative:
Findings: unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test or occlusion test due to physical damage. Unit passed self-test, rewind, prime/seating test, basic occlusion test, and force sensor test. Unit received with minor scratched display window, case and keypad overlay. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 460 mg/dl and treated it with manual injection. It also stated reported that the clear crown from top of reservoir compartment was broken off. The insulin pump will be returned for analysis.